Event description:
It was reported that the patient presented after magnetic resonance imaging (MRI) procedure. It was noted that the MRI settings were enabled on the implantable cardioverter defibrillator (ICD) and it was in backup mode after the procedure. Programming changes were made to resolve the issue. The patient was in stable condition.